Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the communicator was taking too long and displaying an error message. It was noted that the communicator stops at 91% and the patient did not feel like she was getting her boluses. An email was sent to repair for a replacement. Additional information received reported the patient received their replacement device and it is still doing the same thing. The patient did not want to troubleshoot at this time and stated she would call back at a later time.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type: accessory product ID tm90t0 lot# serial# (B)(6) product type: accessory product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.